Event description:
It was reported that the right ventricular (rv) lead was attempted but not used due to the helix not fully deploying at implant. The rv lead was successfully replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis revealed that the helix of the lead was extrinsically bent and distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).